Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with insulin flow blocked alarm. The customer reported blood glucose value of 493 mg/dl and had an emergency room visit and was treated with intravenous insulin infusion, manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a, mmt-242a. Troubleshooting was performed for hyperglycemia event. The customer had been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was not performed for insulin flow blocked alarm and the past event was resolved. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 135 pounds to 134 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 134 pounds which is updated in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having an insulin flow blocked alarm before the high blood glucose. High was treated with manual injection before going to the emergency room for high blood glucose of 493mg/dl. In the hospital, intravenous saline drip (not insulin drip) was given and pump was used to give the insulin. Customer did not have any ketones. Customer cannot get back into smartguard mode. Per follow-up notes, customer went to the emergency room on (B)(6) 2025 at 6pm. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.